Event description:
Additional information was requested from the user facility, who shared that the patient died on (B)(6) 2020.

Manufacturer narrative:
This supplemental MDR is for the inari clottriever catheter device. Refer to smdr #3011525976-2021-00007 for the other inari device involved in this event. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided; however, the company recorded all lots shipped to the facility and each of the possible lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient suffered from an underappreciated pulmonary embolism and baseline right ventricle dysfunction. In addition to the preexisting pe and sedation, the clottriever may have contributed to possible distal embolization of the dvt clot, leading to a pe. Distal embolization of blood clots and cardiovascular collapse are listed in the device labeling as potential complications / adverse events. This MDR is for the inari clottriever catheter device. Refer to MDR #3011525976-2021-00007 for the other inari device involved in this event. Manufacturer reference #: (B)(4).

Event description:
A (B)(6)-year-old female patient presented to the emergency department with right lower extremity pain and swelling on (B)(6) 2020. The significant medical history (as disclosed to the company representative prior to the case) included: morbid obesity, prior left lower extremity deep vein thrombosis (dvt), and non-compliance with anticoagulation medication (xarelto). On (B)(6) 2020, the inari clottriever (CT) was used to attempt to treat the dvt. Heparin was administered intravenously, and the patient was placed in a prone position. Ultrasound was used to guide access with a micropuncture kit via the right popliteal vein (rpop) and a venogram revealed clot in the right common femoral vein (rcfv), extending distally. Intravascular ultrasound revealed no clot in the distal inferior vena cava or right common iliac vein, and clot was seen in the right external iliac vein (reiv), rcfv, right femoral vein, and rpop. With a guidewire anchored in the subclavian vein, the CT sheath was inserted and advanced to the proximal reiv. The CT catheter was advanced before being pulled back, yielding some clot. A second pullback yielded a large amount of chronic clot. The patient gagged or coughed, but it resolved once zofran was given. At the beginning of the third pass. The patient was unresponsive (heart rate 50 bpm and no blood pressure reading on the monitor). A code was initiated and CPR was given for over 40 minutes. During the resuscitation attempts, another physician made the company representative aware of a computed tomography angiogram (cta) that had not been disclosed during the preoperative case planning. The cta showed a preexisting bilateral pulmonary embolism (pe) and stated there was no right heart strain. However, upon examination of the images and videos, the rv/lv ratio appeared > 0.9, indicating the presence of right heart strain. The company representative shared this information with the performing physician, who elected to not treat the pe at that time. After 10 more minutes and the administration of 100 mg of thrombolytics, the patient was successfully resuscitated. The patient was then transferred to the ICU, where she deteriorated again. Additional information has been requested.